Manufacturer narrative:
After further review, this case was determined to be non-reportable with philips. The customer's only allegation is a failed to measure/dropped measurement, not the ability to produce an inop. There was no report of death or serious injury nor was there a report of any user or patient impact. Furthermore, the issue was resolved by replacing a cable indicating no failure of the device. The philips remote service engineer (rse) provided troubleshooting. The rse had isolated the problem and determined the issue was 3rd party saturation cable issue. The customer is going to mark up the saturation cables to track if it is a bad batch of cables or something else. Problem has not occurred again since they switched the spo2 cable. It was confirmed that the monitor was working as intended, the issue was resolved by replacing the 3rd party spo2 cable.

Event description:
It was reported that it took about 10 minutes to get a value for the saturation. It was also indicated that there was a curve and sometimes a value was also presented that disappeared from time to time the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. (B)(6).